Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed alerts for high defibrillation impedance measurement of the right ventricular lead. No interventions were made and the issue will be monitored. There were no patient consequences.